Manufacturer narrative:
One pneupac ventilator was returned for analysis undamaged. Functional testing performed; confirming complaint of low pressure. Based on the evidence, the complaint was confirmed. The root cause was found due to the cycle pressure switch and the need for calibration.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator had a "low pressure". No adverse effects were reported.